Manufacturer narrative:
Device was tested upon receipt at impact and the only issue observed was that the device was due for calibration (last calibrated (B)(6) 2012) with zero use hours clocked on the device). It is believed in this case that the device was working normally and that the crew on this call interpreted the normal calibration reminder alarm as a device failure and thus decided not to use the device. This info will be relayed back to the user to enhance device training. Device periodic maintenance, calibration and functional testing were performed at impact. The unit was returned to the end user after it tested within spec.

Event description:
The impact aev automatic emergency ventilator was being prepared for use on a pt during ground transport when it was reported that it sounded several alarms (which were not defined) and a "calibration" alarm. The crew decided to turn off the ventilator and manually ventilate the pt. The ventilator was never applied to the pt. It is assumed that the transport continued on manual ventilation. The end user reported there was no serious injury to the pt as a result of the incident. We have submitted this as a serious injury event because manual ventilation was used. In this case, the device was performing normally and the calibration reminder alarm was misinterpreted as a product malfunction.